Manufacturer narrative:
On 31 may 2016 it was prepared a final report with the information already submitted in the initial report.on 06 june 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On 29 dec 2015 the medical affairs checked the x-ray received with the case commenting as follows: I don't have specific comments on this case. I see a large loosening, but I cannot judge on eventual positioning defects since we don't see the pre-op nor the other hip. From the images received I don't have elements that can help me in identifying the root cause. On 11 january 2016 it was sent a new request of information to the initial reporter, without details back up to now. Not yet explanted.

Event description:
Proximal loosening of an amistem after 1 year. Also mid thigh pain. Patient is under observation, no revision needed yet.